Event description:
Patients received the incorrect amount of potassium chloride (kcl) and sodium chloride (nacl) in total parenteral nutrition (tpn) system. These components were incorrectly connected on the tpn baxa compounder, so that when even though it looked like kcl was being pumped it was actually nacl and vice versa. The infusion lines were marked correctly and connected to the right additives; however the lines were inserted into the wrong injection ports. Tpn was stopped and dextrose 10% in water (d10w) was hung as soon as error was discovered. Currently the technician sets up the connections to the additives and the IV room pharmacist verifies the placement. In the interim as an added safety measure, a 2nd pharmacist will also independently verify the placement of the lines into the ports.====================== health professional's impression======================the design of the compounder; i.e., the numbers at the injection ports are translucent and difficult to read. The ports are spaced very close together.